Event description:
A device report from (B)(4) indicates a hospital from (B)(6) reported: pt implanted with lcp reconstruction plate on (B)(6) 2011 was discovered to have the plate broken and required medical/surgical intervention on an unk date.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.